Manufacturer narrative:
After review by neurologica's field service representative, it was stated that the safety sensor of the device did not go on and the device movement continued, and as a result came down to patients foot. It was clarified that after the patient was examined, no injury resulted from this incident. The field service representative determined that one of the sensor settings was not on, which caused the device's movement. The sensors were enabled and tested and found to be working appropriately. Future service calls will be monitored to ensure there is no trend in similar incidents.

Event description:
The customer reported that the while setting up a patient for a scan, the test sensors on the safety arm of the device were not enabled. The movement of the device continued onto the patient's foot. No further information on patient injury was received at the time of the initial complaint.